Event description:
Allegedly on (B)(6), 2009, primary surgery was performed. After the surgery, the surgeon found the loosening around the cup by x-ray when the patient received the routine medical checkup. But the patient didn't have any pain. So revision surgery was performed at (B)(6), 2013. As the observation of diseased site, both neck tapers changed to black. The cup has been fixed by soft tissue. And the hip joint had been lined by many shattered tissues. Medium activity level.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. (B)(6). This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-02479, 02480.